Event description:
The user experienced a suspected infusion set malfunction involving an autosoft xc infusion set, resulting in failure to deliver insulin without any pump alarm, occlusion alert, or other indication of delivery interruption. Following a routine infusion set change, the insulin pump appeared to operate normally, including display status and delivery reporting. Despite this, the user observed persistent and unexplained hyperglycemia consistent with lack of insulin delivery. No occlusion, blockage, or delivery error was detected or reported by the device during this period. The event represents a silent failure of insulin delivery, where insulin did not effectively enter the body despite the pump indicating normal operation. The issue was resolved only after replacing the autosoft xc infusion set, after which insulin delivery and glycemic response returned to expected behavior. The user reports multiple prior instances of similar silent delivery failures, and notes that most, if not all, of these events have occurred when using autosoft xc infusion sets. This suggests a repeatable failure mode associated with this infusion set model rather than an isolated event or user error. No hospitalization occurred; however, the event posed a risk of prolonged hyperglycemia and potential diabetic ketoacidosis if not recognized and corrected in a timely manner. This event is being reported as a suspected device malfunction involving the autosoft xc infusion set and/or its interaction with the pump, particularly due to the absence of detection mechanisms, alarms, or alerts during the delivery failure.